Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the pt had decreased pain control. The hcp reported planned surgical exploration in early 2008. During the surgical procedure, the hcp reported increased clear fluid in the pocket. The hcp attempted to aspirate the catheter and was unable to aspirate or push fluid through. The hcp noted no leaks in the pocket segment. The spinal incision was opened, the anchor released, and the catheter was withdrawn approx 1 cm. The hcp was still unable to push fluid through the side port. The sutureless connector was disconnected from the catheter with immediate flow of csf, although the hcp will still be unable to push fluid through the side port with the catheter connected to the pump. The hcp then replaced the sutureless connector and was able to push fluid through the side port. The pt recovered without sequela.